Event description:
The manufacturer representative reported in the middle of programming a patient, the voltage went from 0.9 to 10. Volt and froze; he said he could see the dial spin. The representative restarted the programming. The patient was in pain and frightened and she no longer wanted the device on and wants it removed.

Manufacturer narrative:
This report is being filed under exemption number which covers a 2-year retrospective review of events reported by consumers between 2005 and in 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 1 unreported malfunction event for model programmer for the above time period (product code lgw).